Event description:
Lvad placed on (B)(6) 2014 secondary to advance heart failure. Pt developed pancytopenia and acute kidney failure in (B)(6) 2017. Blood cultures done are positive for mycobacterium avium complex.